Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. During the evaluation of the device at a third party service center, the ev300 passed the diagnostic test, but four error codes that can cause intermittent vent inop alarms were observed on the device error log. The device's main board and blower were replaced to address the issue. The device's oxygen blending module, main board and blower were sent to the product quality investigation lab for evaluation. The obm, main board and blower were all found to function as intended. No failure's or error codes were observed during testing. Section h6 updated to reflect component testing results.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. During the evaluation of the device at a third party service center, the ev300 passed the diagnostic test, but four error codes that can cause intermittent vent inop alarms were observed on the device error log. The device's main board and blower were replaced to address the issue.